Event description:
Information was received from a patient (pt) regarding their external devices. The reason for call was pt said the screen of their recharger (insr) won't come up and they cannot recharge their ins. Pt mentioned that their ins was almost due for replacement as they are almost at the end of their 9 year battery life and thought maybe that was why it was not recharging. Information was reviewed that the recharger should still display a screen and take a charge from the desktop charger (dtc). Pt inspected the dtc; pt said green light on the dtc was on, and the connector pin did not look bent or loose. When the pt plugged the dtc into the recharger, the screen stayed off. Pt pushed the green recharge button and the screen did not change. Pt went to connect with their patient programmer and appeared to only have an old patient programmer (pp). Information was reviewed that the patient programmer (pp) that they were trying to use was from an older model and was not compatible with their current ins. Pt said when they were implanted with their ins in 2019, they had taken a pp when they gave them the new one and must have taken the wrong one (pt first said they had a different one lying around and then said they only had that old one and the one for their left implant which was working great- pt seemed confused). Pt mentioned they had the left ins replaced and confirmed it was due to normal battery depletion. The issue was not resolved. A replacement controller and recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 37754 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(6), ubd: 13-oct-2015, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.